Event description:
It was reported that when the surgeon opened the vial, there were two cc4204a collamer plate lens inside, and he did not want to use them. No pt contact.

Manufacturer narrative:
(B) (4), two lenses in the vial. Evaluation results: visual inspection of the returned product showed there were two lenses inside of the vial and neither were damaged. There was evidence of a clear surgical residue. A child/parent work order search was performed and there were no similar complaint found. (B) (4).